Event description:
It was reported that the patient's dose of medicine was changed frequently and that the patient had "already suffered severe complications for not being able to adapt this dose". A few days ago, the patient fainted and was in the ICU due to a "kind of overdose". The family member noted that there were no hospitals nearby that had the equipment or hcps to be able to stop the patient's pump. They had wanted to be able to stop the patient's pump until the physician arrived or suggested other actions. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).